Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had buttons not working properly. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that numbers are not ramping on their own. Customer stated the scroll bar is not moving with no input. Customer stated that there is no response from any button. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and self test. No keypad anomalies noted during testing. Keypad unresponsive/button error alarm not confirmed. Device was connected to a test transmitter/sensor and monitored without any connection interruptions. (B)(4).